Event description:
Same event as MFR report# 2134265-2008-01113. It was reported that during an angioplasty procedure, inflation/deflation difficulties were encountered. The lesion was located in the left femoral artery. The hub of two 3.0mm x 80mm smash balloon dilatation catheters broke and deflation difficulties were encountered. The balloons were inflated once to 8 atms for 40 seconds. Inflation difficulties were also reported. Over inflation of the balloons was performed to successfully deflate the balloons for removal. Both balloons were removed intact. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "good / positive". Multiple attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.